Manufacturer narrative:
This report is being submitted to relay additional information. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed since the device was fracture/damaged. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause for the reported event could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
The platform of the 2120 implant body was fractured. Tooth site #30 (universal). The implant was removed and another implant has been placed.